Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59t80. Investigation summary: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows a blue reload inside of its package from top view and the pan cartridge was noted partially dislodged from left side. Based on the photo alone the event describe is confirmed. The analysis results showed that one ecr60b cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the pulmonary lobectomy surgery, before used, noted the pan detached from the reload as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.